Event description:
Boston scientific received information that this device delivered eight shocks, resulting in therapy exhaustion. It was noted that the episodes were overwritten in the arrhythmia logbook. The patient with this device endured 50 to 60 episodes of monomorphic ventricular tachycardia (vt). There was a noted concern that the anti-tachycardia pacing (atp) may have accelerated the rhythm. A revision procedure was performed and the device was explanted. The patient had reportedly stabilized and was eventually discharged.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.